Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller generated a placement signal unreliable alarm during patient use. Tracing did not appear on the monitor for approximately 10-15 minutes. The placement signal and left ventricle tracing returned and are currently displaced. Impella support continues. This is one of two related reports. This report represents the automated impella controller. Another report was submitted to represent the pump. Refer to section h10 for the related report number.